Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter did not operate efficiently during a procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the device history records indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One probe sample was returned for evaluation. The probe complaint sample was visually inspected and deemed conforming. Actuation testing was performed and was deemed nonconforming. The cutter does not completely open and close in the port. Aspiration testing was performed and was deemed nonconforming. No aspiration was present. Cut testing was performed and was deemed conforming. The probe was disassembled and the components inspected. There was approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. Wear marks were present at the bent area and at the cutting edge of the inner cutter. The aspiration path was tested for flow using a syringe and resistance was felt. A wire was then inserted to check for a clear aspiration path and the wire was not able to pass through completely. The aspiration path was retested with the syringe and resistance continued to be felt in the syringe, which confirmed the aspiration pathway remained blocked. Actuation testing was repeated after the probe was disassembled and the test was then deemed conforming. The complaint evaluation does confirm the probe had an aspiration issue, which resulted in the poor probe efficiency. The root cause for the poor performance was due to foreign material present within the aspiration line. The evaluation indicates the probe actuated initially without an issue and was used for approximately 20 minutes. Sometime during the surgical procedure, the probe became blocked with surgical material. How and why this material became occluded in the aspiration line cannot be determined from the evaluation, but does not point to a manufacturing issue as the probe became blocked during its surgical use. The cutting function was working well at the time of the blockage. No specific action with regard to the complaint issue was taken as the exact reason for when and how this complaint issue occurred cannot be determined. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).